Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was evaluated at a third-party service center. Upon evaluation, the device displayed an alarm stating, ¿circuit disconnection and ventilation service required.¿ in addition, abnormal noise was observed originating from the blower. As a result, validation of the machine and fan flow performance was required. The device was received with damaged components, and based on the initial assessment, replacement of the batteries was necessary. The device log files were successfully downloaded and reviewed. Analysis identified a ¿vent service required¿ error indicating that the device software had detected a large pressure drop between the monitor and outlet pressure sensors. Replacement of the blower was determined to be necessary. In addition, the blower assembly, 3-way solenoid valve, proportional valve, and flow sensor were replaced due to a debug message associated with the sensors. During the evaluation, multiple conditions unrelated to the reported malfunction were identified. The internal battery pack, detachable battery pack, 3-way solenoid valve, proportional valve, muffler assembly, particulate filter and air inlet foam filter required replacement due to preventive maintenance. Additional components were found contaminated or stained and required replacement, including: the fan retainer, the blower bellows seal, blower mount, the cooling fan assembly. The rear cover was replaced due to damage, and the main housing was replaced due to cracking and the presence of debris. The tubing pca, tubing fio2, tubing flow o2 were replaced due to an evt_circuit_disconnect alarm related to patient settings. The customer complaint was confirmed. Following service, the unit passed all testing.